Event description:
It was reported to covidien that a customer had a problem with a scd sleeve. The customer states a pt had several light purple areas on the left calf. The customer reports that the pt was wearing the scd leg sleeves bilaterally. The nurses stated the skin was intact and unsure if it was caused from the device.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.